Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient developed a skin reaction with itching, rash, and eczema, underneath sensor pod area only. It was reported that the patient started to use ¿other blood glucose meters¿ in 2019 and experienced moderate itching. The patient switched to the dexcom g5 (reported like that, but probably was the g6), in 2023, and did not experience any problems. In (B)(6) 2024 the patient switched to the dexcom g7 and experienced a lot of discomfort with eczema and itching under the patch. Allergy tests were carried out that showed a contact allergy to 4,4'methylenebiscyclohexyl isocyanate and glyceryl rosinate. According to the reporter, both substances that their chemist at occupational and environmental dermatology in (B)(6) had determined in dexcom g7 by chemical analysis with gc-ms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).